Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. The mitral valve replacement was performed using the endodirect system. After coming off pump, a small amount of blood was noted in the area of the graft vessels. After unsuccessfully exploring for the bleeding site through the thoracotomy incision, a median sternotomy was performed. The bleeding site was located on the posterior aspect of the aorta and was repaired with sutures. During this time, the pt was hypotensive at times and required additional periods of cpb support. The total procedure time was prolonged. The pt did not wake up following the operation, and eeg and computerized tomography showed evidence of diffuse cerebral ischemia. On the 6th postoperative day, the pt awoke with return of cognitive function. The surgeon believes that he inserted the incising introducer of the directflow arterial cannula to the level of the posterior aorta with the blade actuated, causing the injury.